Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of the event. A philips remote service engineer (rse) connected with the customer and confirmed that the three phase power was working fine but the machine was not switching on. A philips field service engineer (fse) inspected the system onsite and reseated the ip-pc connection and after that the system was returned to use in good working order. The codes were updated based on the investigation outcome.